Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin. The customer stated that the drive support cap was flush. The customer reported that the insulin pump was dropped. The insulin pump was returned for analysis.